Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys tsh assay ver. 2 on a cobas e 411 immunoassay analyzer. The reporter stated they have been receiving liquid level detection alarms since 01-sep-2022 and these alarms occurred during the time the patient samples were processed. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a tsh value of 0.002 uiu/ml. The sample was repeated twice, each time resulting in a value of 5.0 uiu/ml. The second sample initially resulted in a tsh value of 0.002 uiu/ml. The sample was repeated twice, each time resulting in a value of 14 uiu/ml. The tsh reagent lot number was 589409. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer determined that a protector over the sample was cracked and loose, causing premature liquid level detection. As a result, the sample probe was aspirating air instead of sample. The protector cover was replaced. Controls were tested and acceptable to the customer.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.